Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient experienced decreased performance with his cochlear implant system. Surgery was done in 2007 to reposition the device. The surgery was successful.